Manufacturer narrative:
D4: model is unknown. H3: device not received by manufacturer. B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the batteries were under low tension and no longer charging. Per reporter when the pump was connected and started to the patient for chemotherapy treatment at the hospital, it caused the device to exhibit low battery alarm. Additionally, the battery had recently been recharged before use. No adverse patient effects were reported by the customer.

Manufacturer narrative:
While performing a review of the file, it was discovered that the file is a duplicate. Is no longer considered reportable, please disregard any reports associated with it. All reporting will be completed on 3012307300-2024-00211